Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. B5: event description updated. B7: relevant history added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Event description:
It was reported that the patient was experiencing pain from using the spinalpak stimulator. The pain started a week after using the unit. The pain is on the lumbar area going down to the buttocks and the pain is below the skin. The patient stated that she feels like she is carrying extra weight. The patient says that the pain level is at a 10. The patient stopped her physical therapy as it was causing her pain. The patient went to her pain management doctor and was prescribed medication. The patient was previously on this medication but was easing off of it. The patient saw her surgeon and was told to continue use of the spinalpak stimulator and was prescribed pain medication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical products: medical product: l5 screw. Therapy date: unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation because the patient may still use the unit. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing pain from using the spinalpak stimulator. The pain started a week after using the unit. The pain is on the lumbar area going down to the buttocks and the pain is below the skin. The patient stated that she feels like she is carrying extra weight. The patient says that the pain level is at a 10. The patient stopped her physical therapy as it was causing her pain. The patient scheduled an appointment with her physician. The patient went to her pain management doctor and was prescribed medication. The patient was previously on this medication but was easing off of it. The patient is no longer using the stimulator until her doctor appointment. No additional patient consequences were reported.